Manufacturer narrative:
According to (B)(6), there was no repair history found for this serial number.

Event description:
On july 15, 2016, nakanishi received an email from (B)(6) that states a handpiece had overheated and burned a patient. Details are as follows. The dentist was doing composite on patient not for even 10 seconds. The head of handpiece got hot and burned the patient's cheek. The dentist said that no medical intervention was required. The dentist applied oral ointment to the patient. The dentist was able to finish procedure with another handpiece. According to the dentist, the incident did not require a follow up with the patient. The dentist does not believe there will be any permanent scarring.